Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. The initial reporter phone: (B)(6). The initial reporter email address was not reported / available. The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. (B)(6) medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 6441620. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during an endovascular embolization procedure, the 4.5mm x 28mm enterprise® vascular reconstruction device (vrd) (enc452812 / 6441620) was impeded in the concomitant microcatheter (unspecified brand) and could not be further advanced. The physician retracted the stent and observed that the delivery wire was deformed. A new stent was used and the stent also became impeded the microcatheter. The physician removed all devices and found that the guiding catheter, a 6f, 100 cm envoy® guiding catheter (67025800 / 30436784) was kinked; the replacement stent and microcatheter were in good condition. A new guiding catheter was used to complete the procedure. There was no report of any patient adverse event or complication. On 20-jan-2022, additional information was received. The information indicated that the target vessel was the middle cerebral artery (mca). The microcatheter used was a ¿plus¿ microcatheter (product code and lot were not available). An adequate and continuous flush was maintained through the microcatheter. The information indicated that the stent component of the enterprise vrd was still on the delivery wire when it was removed from the patient; however, the delivery wire was deformed. Nothing unusual was noted about the enterprise vrd system prior to use. The reported event did not result in a clinically significant delay in the procedure.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product was received by cerenovus product analysis lab on 12-feb-2022. The return product is pending evaluation. A supplemental 3500a report will be submitted once the product investigation has been completed. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. [Conclusion]: the healthcare professional reported that during an endovascular embolization procedure, the 4.5mm x 28mm enterprise® vascular reconstruction device (vrd) (enc452812 / 6441620) was impeded in the concomitant microcatheter (unspecified brand) and could not be further advanced. The physician retracted the stent and observed that the delivery wire was deformed. A new stent was used and the stent also became impeded the microcatheter. The physician removed all devices and found that the guiding catheter, a 6f, 100 cm envoy® guiding catheter (67025800 / 30436784) was kinked; the replacement stent and microcatheter were in good condition. A new guiding catheter was used to complete the procedure. There was no report of any patient adverse event or complication. On 20-jan-2022, additional information was received. The information indicated that the target vessel was the middle cerebral artery (mca). The microcatheter used was a ¿plus¿ microcatheter (product code and lot were not available). An adequate and continuous flush was maintained through the microcatheter. The information indicated that the stent component of the enterprise vrd was still on the delivery wire when it was removed from the patient; however, the delivery wire was deformed. Nothing unusual was noted about the enterprise vrd system prior to use. The reported event did not result in a clinically significant delay in the procedure. The complaint device was returned for evaluation and analysis. The investigational finding is documented below. Investigation summary: a non-sterile 4.5mm x 28mm enterprise® vascular reconstruction device was received contained in a pouch. Visual inspection was performed. It was noted that the stent component was returned separated from the unit. The introducer was not returned. The delivery wire component was noted in kinked condition on both sides of the retraction bump section. This observed damage on the delivery wire is consistent with the reported event that ¿the delivery wire was deformed¿ and could be the result of the manipulation required to advance and retract the stent from the microcatheter. The reported issue in the complaint that the 4.5mm x 28mm enterprise® vrd was impeded in the concomitant microcatheter and could not be advanced further; when the stent was retracted, the delivery wire was observed deformed. The reported issue has been confirmed based on the visual inspection of the returned complaint device. The exact cause/contributing factors cannot be conclusively determined from the stent component or from the delivery wire. The stent component could not be functionally tested for the resistance / impeded issue encountered during the attempt to advance it in the concomitant microcatheter because it was returned in a deployed state. It is possible that the kinks on the envoy® guiding catheter may have caused the microcatheter to be impeded and in turn, precluded the stent from being further advanced. The concomitant microcatheter was not returned, no additional evaluation could be performed. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 6441620. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) does contain the following recommendation: do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance to a new one. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.